Event description:
It was reported that a solution set had air inline after priming. It was reported that the nurse primed the tubing in a clean room, closed the flow regulating clamp and five minutes later straightened the tubing; the filter emptied and filled with air. The customer used the flow regulating clamp and not the slide clamp. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified that the set was primed past the filter. The sample was functionally tested by hanging the solution bag, re-priming, and checking for flow. No free flow or filter housing drainage was noted when the lower blue slide clamp was placed in the closed position. The cause was determined to be use error as the customer closed the flow regulating clamp above the filter when the set was not in use; however, per the label copy the clamp below the filter (slide clamp) should have been closed when the set was not in use. The label copy states "close clamp below filter (6) when set is not in use." A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter phone: (B)(6). The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.